Event description:
The account alleged the right siderail will not latch in the raised position. No pt impact.

Manufacturer narrative:
The account replaced the right siderail mounting bracket to resolve the issue.